Manufacturer narrative:
Csi ID: (B)(4).

Event description:
During a complex pci procedure, the left circumflex (lcx) lesion was wired with difficulty and an exchange was performed for a viperwire guide wire. Orbital atherectomy was performed and a stent was advanced to the lesion. During deployment the stent would not inflate. Troubleshooting did not resolve the issue, and during removal of the stent the shaft of the stent deployment system and the viperwire were sheared in the left main. Multiple attempts were made to snare the fragments, however they appeared embedded in the left main and lcx. The fragments could not be snared or removed via a balloon trap, and remained in the artery. The patient was stable with no chest pain following the procedure. An additional surgical procedure was performed on (B)(6) 2017 to remove the device fragments.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional information obtained during separate review by csi legal staff will be provided to postmarket surveillance if it is pertinent to the complaint file and/or this report. The information will be documented accordingly, and a supplemental report will be submitted if appropriate. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. The exact guide wire used during the procedure is unknown, however based on the information that the procedure was performed in the left main artery, csi is submitting this report for a coronary viperwire guide wire. Based on the information provided to csi, the viperwire guide wire was used with a stent deployment system. The instructions for use for the coronary orbital atherectomy system caution that "the oad and viperwire guide wire are for use with diamondback 360 coronary oas components only." (B)(4).

Event description:
The shaft of a stent deployment system and a viperwire were sheared during the procedure and remained in the left main artery. The user was unable to be retrieve the fragments with a snare or balloon trap. An additional surgical procedure was performed on (B)(6) 2017 to remove the device fragments.